Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed calcium result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely depressed calcium result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and a normal result was obtained. The patient was admitted and treated for a low calcium. There was no report of adverse health consequences as a result of the falsely depressed calcium result.